Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that prior to getting the device, the patient had been catheterizing and was incontinent both ways, and that was why their health care provider (hcp) wanted them to try the device. Since implant on (B)(6) 2014, the implantable neurostimulator (ins) did not do anything and it was turned off. The patient had no symptom relief. In 2014 the patient had a bladder sling and then had it taken out, but couldn't have it all taken out because of scar tissue. The patient had mini-seizures and was passing out. The patient also had no strength in their legs, could not use the treadmill, and could not stand on their own since 6 to 7 months ago, and was in a rehabilitation center. The patient fell several times, fell really hard, hit their back with the ins, and since then their implant site was larger. It was huge and painful since about 3 months ago in 2016, and the patient thought it came apart. The patient would follow-up with their hcp to resolve the symptoms. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.